Event description:
Update to section f13.

Event description:
The end users nasal cannula caught fire. It caused 1st degree burns to end users face as well as major damage to the inside of his nostrils. He was at home when it happened. He was taken to the hospital and then sent home. He was not smoking when it happened.